Manufacturer narrative:
Device received with stripped battery cap coin slot noted. Device failed to power up due to corroded battery tube compartment noted. Unable to verify failed battery test, rewind anomaly, keypad not responsive and no delivery.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button was taking several times to press. Customer reported that the insulin pump had no delivery alarm, lower when rewinding and reject battery. Customer reported that the insulin pump battery cap was cracked, few hairline fractures by the screen and several scuff marks around insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.